Event description:
It was reported that it was suspected the patient¿s lead was fractured but fluoroscopy did not confirm same. Nevertheless, as both pacing lead impedance was high and high voltage lead impedance was high, the lead was capped on (B)(6) and was replaced. The patient was stable before, during and after the procedure.